Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, muscle damage, muscle weakness, injury, emotional trauma, emotional distress, and elevated cobalt and chromium level. It was unknown if a depuy stem was implanted. Shall there be new information received this complaint will be updated. (B)(6). Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary investigative update: 02 / august / 2021 patient x-ray images have been provided for review. Product lot information has been identified. No device associated with this report was received for examination. Examination of the provided images finds nothing indicative of a product problem. It is noted nearly all images provided are post revision and do not depict the metal on metal articulating devices. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).